Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Leak was observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. A complaint sample is not available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.